Manufacturer narrative:
Updated fields - b4, d9 date returned to manufacture, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 additional information: contact person name is moustafa aly, occupation biomed, mail ID: (B)(6). A getinge field service engineer (fse) observed that the pneumatic diagnostic k8 leaking causing deviation of drive transducer causing ¿low vacuum message. Isolated and replaced defective drive manifold. Unit passed all functional and safety tests per factory specifications, returned to customer. The failure analysis and testing dept. Received part drive manifold with a reported unit failure of low vacuum message. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part drive manifold into the cs300 test fixture and tested the drive manifold to factory specifications per procedure and the cardiosave service manual part. The fat proceeded to perform the k6, k6a, k7,k8 leak test. The leak test passed testing. The fat then proceeded to boot the cs300 into clinical mode to allow it to pump. After approximately thirty minutes, the fat observed a low vacuum alarm on the display, along with an audible alarm. The fat was able to replicate the complaint that the customer experienced. The drive manifold failed testing. Sending the drive manifold to the supplier per procedure. Failure analysis received from the supplier. They stated: unit did not have an attached transducer. Unit passed the pull in test and cycled as expected. No leakage was found during the k6, k7 and k8 leakage testing. We opened the three different pressure vessels associated with the k6, k7 and k8 coils. Similar to previous units k7 and k8 showed extensive debris, k6 showed a mostly clean seal root cause for this part is expected wear and tear due to the debris on k7 and k8. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by getinge field service engineer (fse) cs300 intra-aortic balloon pump (iabp) failed performance test with "low vacuum" message. There was no patient involvement.